Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two non-lifevest defibrillations. The device was started up at (B)(6) 2025. At 06:21:59, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. The lifevest properly detected vf. Non-lifevest defibrillation converting the treatable rhythm prevented the lifevest from delivering a treatment. At 06:22:22, the patient received the first non-lifevest defibrillation. Rhythm at the time of the first non-lifevest defibrillation was vf. Post shock rhythm was sinus tachycardia @ 110 bpm with pvcs. At 06:25:52, the patient received the second non-lifevest defibrillation. Rhythm at the time of the second non-lifevest defibrillation was vt @ 220 bpm with CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 130 bpm with motion artifact. The electrode belt was disconnected at (B)(6) 2025.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two non-lifevest defibrillations. The device was started up at 11:41:49 on (B)(6) 2025. At 06:21:59, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. The lifevest properly detected vf. Non-lifevest defibrillation converting the treatable rhythm prevented the lifevest from delivering a treatment. At 06:22:22, the patient received the first non-lifevest defibrillation. Rhythm at the time of the first non-lifevest defibrillation was vf. Post shock rhythm was sinus tachycardia @ 110 bpm with pvcs. At 06:25:52, the patient received the second non-lifevest defibrillation. Rhythm at the time of the second non-lifevest defibrillation was vt @ 220 bpm with CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 130 bpm with motion artifact. The electrode belt was disconnected at 08:31:54 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the device malfunction caused or contributed to an adverse event as the device was able to detect vt/vf.